Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the device failed testing and the flow sensor was cracked. The device's blower motor and flow sensor assembly was replaced to address the issues.